Event description:
It was reported that stent moved on balloon occurred. A 24 x 4.00 promus premier¿ drug-eluting stent was selected to treat the lesion. During preparation, after the nurse removed the stent from the package and placed the stent on the sterile trolley, the physician noticed that the stent was not configured normally on the stent delivery balloon. The stent was not centered on the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received at the complaint investigation site with the stent detached from the delivery system. The stent of the device was not returned for analysis. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. During the product analysis the investigator measured the distance from the most distal and proximal crimp mark to markerband which were within specification. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Additionally it was noted that the balloon was folded correctly and the correct number of folds were present. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 24 x 4.00 promus premier¿ drug-eluting stent was selected to treat the lesion. During preparation, after the nurse removed the stent from the package and placed the stent on the sterile trolley, the physician noticed that the stent was not configured normally on the stent delivery balloon. The stent was not centered on the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).